Event description:
It is reported that the patient was having a catching of his knee with lateral pain and patellar discomfort. Upon opening the knee, the post was found in the lateral gutter. Poly was exchanged for a 17mm spacer.

Manufacturer narrative:
This report will be amended when our investigation is complete.